Manufacturer narrative:
A250 and a250e are model numbers for the same pantheris device. The device is distributed as a250 in the us, and as a250e outside of the us. This particular incident occurred in (B)(6) with the a250e labeled device.

Event description:
During an atherectomy in the superficial femoral artery, as the physician closed the pantheris catheter's cutter, he noticed that the cutter advanced at an acute angle such that it exited the nosecone housing. The physician then removed the device. Subsequent imaging noted that the vessel had a perforation. The physician applied a stent to the point of perforation to resolve the event. The patient was released within the typical time frame for this procedure. Vessel perforation is listed in the IFU as a potential adverse event associated with the use of the pantheris system and other interventional catheters.